Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00168, #3013450937-2023-00169. The following mdrs were submitted for the same patient: #3013450937-2021-00270, #3013450937-2021-00271, #3013450937-2021-00272, #3013450937-2021-00273, #3013450937-2021-00274, #3013450937-2021-00275, #3013450937-2021-00276, #3013450937-2021-00277, #3013450937-2021-00278, #3013450937-2021-00279, #3013450937-2023-00060, #3013450937-2023-00061, #3013450937-2023-00062.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2023 due to soft tissue laxity. During the revision surgery, the surgeon revised the distal femur axial pin, poly spacer, and tibial hinge component. No additional information regarding this adverse event has been reported.